Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.